Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. As the event occurred over multiple run dates, the following mdrs have been submitted with the following date of occurrences and reagent lot numbers: 3005248192-2023-00265 run date (B)(6) 2023 with reagent lot 394118; 3005248192-2023-00266 run date (B)(6) 2023 with reagent lot 394118; 3005248192-2023-00267 run date (B)(6) 2023 with reagent lot 394118; 3005248192-2023-00268 run date (B)(6) 2023 with reagent lot 394118; 3005248192-2023-00269 run date (B)(6) 2023 with reagent lot 394118; 3005248192-2023-00270 run date (B)(6) 2023 with reagent lot 394118.

Event description:
The customer identified falsely positive alinity m sars-cov-2 results for forty patients. The customer noted that as a routine matter, any result with a cycle number (cn) >35 is usually repeated. The customer provided results for 29 samples. The following sid(s) occurred on the date of event (B)(6): run date: (B)(6) 2023; sid: (B)(6); initial result positive (cn 38.26), repeated on: (B)(6) 2023 under sid: (B)(6); rpt result negative (cn -1). Run date: (B)(6) 2023; sid: (B)(6); initial result positive (cn 38.67), repeated on: (B)(6) 2023 under sid: (B)(6); rpt result negative (cn -1). Run date: (B)(6) 2023; sid: (B)(6); initial result positive (cn 39.58), repeated on: (B)(6) 2023 under sid: (B)(6); rpt result negative (cn -1). Run date: (B)(6) 2023; sid: (B)(6); initial result positive (cn 41.27), repeated on: (B)(6) 2023 under sid: (B)(6); rpt result negative (cn -1). There was no report of impact to patient management.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: retain sample evaluation the file sample testing did not identify a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 394118. Customer data review customer result log files were reviewed. The runs which involved the discrepant result were valid and met assay specification requirements. The validity of the run met assay specification requirements, and no error codes or flags were displayed for the run controls. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 394118 is performing outside of established design performance specifications based on the elements reviewed in this section. Quality data review device history record / batch record review: the device history records (DHR) review for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 394118. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 394118 was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for this lot number. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using the alinity m sars-cov-2 amp kit (list 09n78-095) lot 394118. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency the alinity m sars-cov-2 amp kit (list 09n78-095) lot 394118 was not identified.